Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that her interstim device was removed due to infection. She stated that her infection remains ongoing and that she is experiencing severe pain. Further information is being requested from the hcp.